Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item #141221 - biomet cc I-beam tray 63mm - part #j3871554; item #183022 - vanguard cr ilok fem-lt 57.5 -part# 722670; item #183420- vngd cr tib brg 10x63/67- part #748220; item #184784 - series a pat thn 31 3 peg - part #987190.

Event description:
It was reported patient underwent a revision procedure approximately 18 months post implantation due to pain, tibial loosening, instability, and loss of function. Intraoperatively, it was found that the cement had de-bonded from the tibial component. The initial zb patella was retained, remaining devices were removed, and competitor product was placed. Attempts to obtain additional information have been made; however, no more is available at this time.